Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system programmed to the primary vector exhibited oversensing of myopotential noise. Technical services (ts) provided programming options. Additional information was received that this device exhibited myopotential oversensing resulting in a delivered inappropriate shock. This device was tested with manipulations and no oversensing was observed. This device remains in service. No adverse patient effects were reported.